Manufacturer narrative:
Voluntary medwatch received: mw5155445.

Event description:
It was reported via voluntary medwatch that the atrial lead position check failed. It was also noted that the premature ventricular complex (pvc) burden was high. No additional information was provided.